Manufacturer narrative:
Update to d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported allegation was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and divider's distal end was bent. The issue was found during a therapeutic laparoscopic hysterectomy procedure. The procedure was completed with the same device. There were no reports of patient harm.